Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system could not boot up properly due to an emergency stop button problem. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the control button on the table that does not hold anymore. To resolve the issue, fse put back the released tabletop button and the table cover in place because of noise during the downing. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not boot up properly due to an emergency stop button problem. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.